Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 27th 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.